Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09aug2019. The field service engineer (fse) inspected the device and verified the reported condition. The fse replaced the central processing unit (cpu) printed circuit board (pcb) to address the issue. The ventilator passed all tests and operated within the manufacturing specifications. The cpu pcb was returned to the manufacturer for investigation: it was determined the cold solders on 270k ohms +/-5% resistor leads in the ls1 buzzer generated the 1104 diagnostic code (backup alarm failed). This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that during clinical use, the ventilator had a back-up alarm failure. The device was in clinical use at the time the reported event was discovered; however, there was no harm to the patient or user.